Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was called in order to follow up on a previous call she had made for high blood glucose levels. The customer stated that she ended up going to the emergency room. The customer stated that she was taking steroids that could've contributed to the elevated blood glucose levels. Nothing further was reported.